Event description:
Fill volume: unknown - anp. Flow rate: 4 ml/hr. Procedure: anterior post spinal fusion surgery. Cathplace: bilaterally posterior to the fascia on the right side. Date of surgery: (B)(6) 2009. A patient reported that a 10 inch piece of catheter was left inside of him following back surgery that was performed in (B)(6) of 2009. The piece migrated south over time and was removed (B)(6) 2014. The black tip that ensures product is completely removed was visible. On an unreported date, upon removal of the catheter it was reported that the product was pulled and/or stretched to the point of failure; and the catheter had a "sharp barb." The patient believed that he experienced an internal injury as a result of the product "cutting" and "poking" him. The patient also reported that the issue also caused chronic back pain and manic depression. The patient takes vicodin and morphine for the pain. Photographic images were provided.

Manufacturer narrative:
Method: the actual device was not available for return, only photographic images were sent in for visual observation. The complainant did not provide the model or lot number for the suspect unit. The lot number was unavailable, therefore, a review of the device history record (DHR) could not be performed. Results: as the device and lot number were unavailable for analysis, no testing methods were performed. For this reason results cannot be obtained. Per the photographic image it appears that the suspect device was approximately 10 inches in length, kinked and the black tip is visible. Conclusions: without the actual device in hand we are unable to conclude a cause for the reported incident. The device was reported not to be returning and the complainant is seeking legal action, therefore, we are unable to perform follow-up request for additional information. Should additional information be received I-flow will submit a follow-up report. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.